Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number is unknown. Concomitant medical devices and therapy dates: battery devices, (B)(6) 2020. The manufacturing location was unknown. Device manufacture date was unknown. UDI: the device serial or lot number was unknown; therefore, UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the battery reciprocator device, while being used with a battery device, stopped working. It was reported that the user attempted to use the device with three different batteries, however the device would not activate and could not be used. It was reported that the surgery was completed within a thirty minute delay. It was not reported whether a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device was not functioning properly. The device is disassembled which determined that the motor was without any function. It was further determined that the devie failed pre-test for functional test, check the trigger and the electronic control unit function and oscillation frequency. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the device serial number was reported as unknown in the initial report and has been updated to (B)(6).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1-2: the manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. H4: the device manufacture date was documented as unknown in the initial report. It has been updated to january 19, 2016.